Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The devices were not returned to edwards for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, in addition to the procedure itself, patient factors (tortuous access vessel, severe native leaflet calcification) likely contributed to this event. The patient was not injured. The tavr procedure will be rescheduled as a tao procedure at a future date. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, during the transfemoral tavr procedure, difficulty was encountered during the alignment of a 26mm sapien 3 valve. The valve was eventually aligned; however, when the commander delivery system was inflated during deployment, the balloon would not inflate. The valve and delivery system were withdrawn back into the esheath and the entire system, valve, delivery system and esheath, was removed. The patient was not injured and the tavr procedure will be rescheduled as a transaortic (tao) procedure. Upon removal of the delivery system, a ¿breach¿ in the proximal portion of the balloon was observed. The distal portion looked intact and the valve was in the correct position on the device. The native annulus measured 24.5mm by CT. No annular or aortic root calcification was reported. The access vessel tortuosity was reported to be moderate. The patient has severe native leaflet calcification. It was perceived that patient factors, a ¿spike¿ of calcium and moderate access vessel tortuosity contributed to the valve alignment difficulty and the damage to the delivery system balloon.